Manufacturer narrative:
H10: bench repair confirmed the reported problem and replaced the pm pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the devices power management board is malfunctioning causing power issues with lcd, primary alarms were triggered during diagnosis. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) further investigated the device, and it was observed that the power management board is malfunctioning causing power issues with lcd, primary alarms were triggered during diagnosis. Investigation is ongoing